Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger (B)(4).

Event description:
Information was received from a patient implanted for herniated cervical disc via a manufacturer's representative and health care provider. It was reported that the patient's charger was not working. The connector seemed to be damaged, because the power source wasn't providing energy to the recharge system. The patient was reportedly in pain because her implantable neurostimulator (ins) was discharged. Additional information received from the manufacturing representative reported that the charger was not working. The connector seemed to be damaged, because the power source was not providing energy to the system.

Manufacturer narrative:
Analysis of the desktop charger serial#(B)(4) found connector pin broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.